Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during an endovascular procedure a vessel dissection occurred in the internal carotid artery (ica). The physician administered protamine (dose unknown), reduced the blood pressure, and inflated a balloon catheter in the proximal ica for 4 minutes to stop the bleeding. Follow up showed dissection as expected, but no pseudoaneurysm. The patient woke up responsive and was reported to be improving.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, vessel dissection and intracerebral/intracranial hemorrhage are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that during an endovascular procedure a vessel dissection occurred in the internal carotid artery (ica). The physician administered protamine (dose unknown), reduced the blood pressure, and inflated a balloon catheter in the proximal ica for 4 minutes to stop the bleeding. Follow up showed dissection as expected, but no pseudoaneurysm. The patient woke up responsive and was reported to be improving.